Event description:
It was reported that before an unknown procedure, the surgeon complained that he could not use the device in his case as the clippers got stuck in the 5mm trocar and once released would not clip. It looked like the instrument may have been partially fired before entering the trocar which would not allow the jaws to close. If this was the case then the instrument would have had to be forced through the trocar hence damaging the jaws and causing clip malfunction. Upon examining the instrument straight after the case, the clips would fire but would not close. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.